Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, lot#: unknown, product type: unknown. Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient did not feel that the therapy was working due to an increase in their leaks. It was stated that they have a hard time with walking and they had tripped and thought they had made the wires move. The next day the patient felt that their symptoms were the same if not worse with the leads placed. No further patient complications are anticipated or expected as a result of this event.